Manufacturer narrative:
The returned head and cup were found to have been manufactured within specifications. Visual examination of the head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Relevant articulating and stack dimensions and features were checked. All measurements were within the as manufactured requirements. The length of service is 6+ years, and the removal is typical if there is a metal ion concern in this area. There is no indication, with the information available, that there is any non-conformance in the products as manufactured.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07696 / 07697).

Event description:
It was reported that the patient underwent a total hip arthroplasty on august 4, 2008. Subsequently, the patient was revised on (B)(6) 2014 due to armd and elevated metal ions.